Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient got a massage on tuesday ((B)(6) 2017) and there were some areas where the patient felt intensity. It was noted they did not massage the area where the ins was; however, they massaged the patient¿s foot and the patient could feel it all the way up to where their ins was and in their vaginal area. They also massaged the patient¿s lower spine and the patient felt it in their rectal area. The patient told the massage therapist to stop because the sensation did not feel good. The patient asked if they should not be getting a massage and it was reviewed to avoid pressure over the ins and lead. The patient had issues in their vagina and got an intensity feeling in their vagina. It was noted to have felt uncomfortable, kind of like a pain, not a sharp pain, but a dull pain. It was uncomfortable walking and the patient turned it down from 0.5v to 0.4v but still had issues. It was noted it did not feel right and the patient felt something was wrong and wanted to turn the ins off for a while. It was reviewed how to turn the ins off. Additional information was received on (B)(6) 2017. The patient was ¿having issues¿ and had pain in the area of the ins and other areas like their sciatic ¿ close to spine. It felt like a sharp pain and the patient turned their ins off on (B)(6) 2017 and they still had pain. The patient had an appointment scheduled with their doctor on (B)(6) 2017 to check the ins and leads. No further complications were reported/anticipated.

Event description:
Additional information was received. Consumer reported steps taken to resolve the issues included taking "modic anti-inflammatory." Patient went to see their physician, their device was tested and it was determined that the device was working fine. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.